Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported water drops on the outer bottom of the container dripped onto the floor, creating a "wet spot." Reportedly, a nurse slipped on the water. There were no injuries reported.